Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-feb-2025: the damage was first observed intraoperatively. The instrument was inspected prior to use with no damage found. The damaged cable was silver.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.